Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 319 mg/dl at the time of incident and the current blood glucose of the patient is 649 mg/dl. Customer report other blood glucose value was 349 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer were in the emergency room due to high blood glucose level on december, 11 with blood glucose was 591 mg/dl. It was also reported that the cannula was bent and customer was not getting the insulin and it was seeping out. The significant event which lead to hospitalization was bent cannula.